Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). Device evaluation in progress.

Event description:
It was reported that a medfusion 3500 syringe pump was smoking when a new battery was installed. It was noted that nothing was wrong with the pump until the new battery was installed. No patient injury reported.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device to be in good condition with no external damage observed. A review of the device event history log found no alarm pertaining to the reported issue. During functional testing with the battery installed, smoke was observed coming from the device. Upon further investigation, the r19 cap on the interconnect board was found burnt; it was noted that the device was over 9 years old. No further damage was observed on the interconnect board. Investigation was unable to determine the root cause of the reported issue. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.